Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm shunt. A 6.00mm / 2.0cm / 50cm otw peripheral cutting balloon catheter was advanced for dilatation. However, during fifth inflation for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.